Event description:
It was reported that the patient presented with noise oversensing and pacing inhibition noted on their right ventricular (rv) lead. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient remained stable.